Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/14/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. It was reported by the parent that the pediatric patient experienced a skin reaction with redness, inflammation, and extended beyond the patch perimeter, which occurred 8 days after the sensor had been inserted in the thigh. On (B)(6) 2023, the patient consulted a health care provider who prescribed bactrim ds oral and triamcinolone topical for the infection. At the time of the report the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.